Event description:
Customer reported unexpected negative reactivity using capture r ready screen in a patient sample known to contain anti-e, during validation of a manual station.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention crrs (I and ii), lot x278.testing was performed with the returned sample, using retention crrs (I and ii), lot x278. The sample was nonreactive in all testing.hemagglutination tube testing was performed with the returned sample, using retention panoscreen I, ii, and iii, lot 08287. Immuadd was used as potentiator and testing was performed at all phases. The sample was nonreactive in all testing. The nature of the sample cannot be ruled out as contributing to the event.